Event description:
It has been reported to philips that the system would hang. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use at the time of the event. During diagnostic procedure the issue got occurred and the procedure was completed by restarting the system. The philips remote service engineer (rse) connected with the customer and confirmed that the system was hanging during work. The rse examined the system log files remotely and found image disk space was low and suggested onsite work. Upon functional testing, the fse found that the x-ray pc was defective and needed to be changed. To resolve the reported issue the fse replaced the x-ray pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.